Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was damaged due to an inappropriate movement that occurred in the electrode that led to lead dislodgment. Besides, the rv lead became entangled with itself, which caused casing difficulties for both lead and guidewire to move. After several attempts, the physician managed to remove the rv lead; however, the rv lead was damaged. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were dislodgment, stylet insertion issue, lead damaged. As received, a complete lead was returned for analysis. X-ray examination of the lead found the inner coil was over torqued at the connector region, helix extended and clogged with blood / tissue. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported events of a stylet insertion issue and lead damaged were confirmed. A stylet insertion test was unable to be performed. X-ray confirmed the stylet was unable to be fully inserted / removed due to the over torqued inner coil at the connector region. The cause of the reported event was isolated to the damage found at the connector region consistent with procedural damage. Visual analysis did not find any anomalies with the exception of procedural damage.